Event description:
It was reported that during a lap sleeve gastrectomy procedure, the hand controls failed to activate when tested. The device was replaced and surgery was continued. No pt consequence reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.